Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased impedance measurements. The patient implanted with this lead was hospitalized, likely a result of rv loss of capture. Syncope was observed in this pacemaker dependent patient. An invasive revision procedure was performed and this rv lead was successfully explanted and replaced. No adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.